Manufacturer narrative:
Batch review performed on 27 march 2018; lot 151200: (B)(4) items manufactured and released on 28 april 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision patella resurfacing # 2 reference 02.07.0034rp (k090988); lot 154688: (B)(4) items manufactured and released on 23 november 2015. Expiration date: 2020-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 years after primary. The pathogen is not available. The surgeon revised the patella and liner. The surgery was completed successfully.